Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. The customer alleged that the hospitalization was due to an issue with the pump; however, specific cause was not clarified. Subsequently, the customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate pump for insulin therapy.